Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is no longer performing as expected. An ultrasound was performed, it was found that the reservoir is empty which indicates fluid leakage at an unspecified location. The device remains implanted and a revision surgery will be performed at a later date. No patient complications were reported.